Event description:
It was reported that pump displayed malfunction code without any notable events beforehand. There was no reported adverse impact to the customer's blood glucose level. Technical support emailed instructions, assisted customer with resetting pump, confirmed that malfunction did not recur, advised customer to continue using pump, and instructed customer to call back if any malfunction code appeared again, which caller acknowledged and understood.